Event description:
Prevena plus vac machine was opened in room and canister was applied. When surgeon was attaching the sterile sponge cord to the vac machine cord, the vac machine would not supply suction to the sponge. Machine was turned on/off and canister was re-attached and it was still not providing suction.